Event description:
Late 2008, the patient was in a car accident. The patient was seen by her hcp. A critical alarm was heard. The pump logs were access and reviewed. The pump logs revealed multiple motor stalls and recoveries (the month prior), and alarm due to motor stall (the next day), and an alarm due to stopped pump duration exceeding 48 hours (two days later). The pump was in safe state. A reset had occurred with low battery (twelve days later). The event logs showed a possible motor feed through short which occurred prior to the car accident. The patient experienced increased pain prior to the car accident. The motor stalls were cleared with programming. No further clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
For possible short and safe state reset.